Manufacturer narrative:
Submit date: 06/23/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer reports that the corrugated tube does not fit properly to the canister, it kinks.

Manufacturer narrative:
Submit date: 07/25/2016. A sample was received at the site and the reported has been confirmed. This does not alter the complaint response as the complaint was confirmed by the photos that were provided initially. A potential root cause for this issue may be that the sleeve was not inserted fully or dislodged post production. A quality alert was initiated to communicate and create understanding of the customer's concern to all personnel involved in the manufacturing of this product. Quality inspections have been increased to detect this issue. Furthermore a formal corrective and preventative action (CAPA) has been initiated to investigate complaints for tubing issues. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15k264fhx. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.